Event description:
Caller reported a malfunction on the pump after it got wet while swimming. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact to the customer¿s blood glucose level. The pump was not resettable, so tandem technical support arranged to send a replacement pump with updated software. Caller was informed about training available through their tandem source account and acknowledged instructions on returning the problematic pump and steps to take upon receiving the replacement. There was no backup therapy available, and the caller planned to contact their healthcare provider.